Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange on (B)(6) 2015 due to a pump stop that had occurred at home. The patient had been seen in the clinic on (B)(6) 2015 and the vad coordinator noted in the device history that on (B)(6) 2015 a pump stop that lasted less than one minute had occurred. There were no additional alarms or problems reported. The patient remembered hearing a single beep on that day while at a race track. The patient denied having any symptoms at the time he heard the beep and said he was feeling fine. The device will not be returning for evaluation. Additional information was received from the intermacs registry stating: date of event: (B)(6) 2015; pump stoppage.

Manufacturer narrative:
Approximate age of device: 3 years and 11 months. The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4). Additional event information was requested but was not provided. The device was not returned for evaluation; therefore, an investigation of the device could not be conducted. A review of the device history records revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.